Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac vein using an indigo system aspiration catheter 12 (cat12) and indigo system separator 12 (sep12). During the procedure, the physician was attempting to advance a sep12 through the rotating hemostasis valve (rhv) and could not advance the sep12. They then loosened the rhv. The rhv cap came off, and the o ring fell out. They could not put the o ring back into place nor reattach the rhv cap. When they were able to, the cat12 was leaking air. Therefore, the rhv was removed. The procedure was completed using a new rhv and the same cat12 and same sep12. There was no report of an adverse effect to the patient.